Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow up. Upon interrogation, the atrial lead exhibited unspecified oversensing episodes, unspecified capture issue and low pacing impedance. The physician observed insulation damage on the lead as well. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.